Event description:
It was reported that the health care professional (hcp) requested a review on this right ventricular (rv) lead due to concerns on the performance. Technical services (ts) reviewed and noted an increase in pacing thresholds, a decrease in r wave amplitude, intermittent loss of capture (loc) and a decrease in pacing impedance measurements within normal limits. The patient presented to the emergency room (ER) with chest pain. A chest x-ray was performed that revealed the system had migrated from the original position, espeacilly this rv lead . The plan is for the health care professional (hcp) to further evaluate the device and system integrity and to make programming adjustments. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.